Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As a result of evaluation, it was found that the subject device was ltf-s190-5, not ltf-s190-10. Therefore omsc corrected d4. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised it might be occurred due to the failure of the subject device such where, the ccd unit or the printed circuit board of the video connector or the system. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not been returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was disordered and not displayed when the subject device was connected at the unspecified timing. The user suspected the cable break of the subject device. There was no patient injury associated with this report.